Manufacturer narrative:
The device was received with complete broken reservoir tube lip. We were unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the device was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. No unexpected missing segment/partial display anomalies noted. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip and cracked case at the display window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the reservoir compartment was damaged and the reservoir would not lock into the insulin pump correctly. The compartment was chipped. The damage occurred during normal wear and tear. The customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.